Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the point of care unit front case assembly with keypad is being replaced. There was no patient involvement.

Manufacturer narrative:
The customer reported that the point of care unit front case assembly with keypad needs to be replaced was confirmed. The front case keypad (p/n tc10013664) was connected to the cad pcu test fixture #10013973 (eq 111582) for functional testing. The ac indicator light did not illuminate as expected. All keys functioned as expected with the exception of the power on button. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Test method information: n/a. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage and crack damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 07/12/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/06/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3: only keypad was received for investigation.

Event description:
It was reported that the point of care unit front case assembly with keypad is being replaced. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Correction: only lvp display board assemblies were returned.

Event description:
It was reported that the point of care unit front case assembly with keypad is being replaced. There was no patient involvement.